Event description:
It was reported that a distal radius plating procedure utilizing k-wires was performed on (B)(6) 2015. During the procedure, the k-wire would not fit through the hole in the plate. The plate was removed from the patient and a different sized plate was used to complete the procedure without significant delay.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that root cause could be due to the hole being machined to the low side of the tolerance and/or k-wire diameter to the high side of tolerance, therefore creating a tight fit.